Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding the patient receiving dilaudid (1 mg/ml at 0.0489 mg/day) via an implantable pump for unknown indications. It was reported that the patient stated they had suboptimal pain relief for the past several months. The patient recently had CT (computed tomography) imaging done for an issue unrelated to their pump, and the imaging revealed that the catheter tip had been pulled out of the intrathecal space and was located in the subcutaneous flank tissue. The date of the CT was unknown to the rep. The patient denied any falls, entries, or other precipitating factors that may have led or contributed to the issue. The patient was taken to the operating room (or) for a planned catheter revision. The hcp located the catheter tip under fluoroscopic imaging and again noted that it was in the subcutaneous tissue on the left side flank. The hcp removed the existing pump from the pocket at which time the old drug was removed, and it was refilled with new drug at lower concentration in order to prevent symptoms of overdose/toxicity when the infusion was restarted. The hcp opened up the midline lumbar incision, the suture anchors of the catheter were removed, and the existing catheter was removed in its entirety. A new catheter was placed at t10 without difficulty, anchored, and tunneled over to the existing pump pocket and connected to a new proximal segment. The new catheter was attached to the existing pump and the hcp aspirated from the catheter access port (cap) with positive return of cerebrospinal fluid (csf). The cause of the catheter migration was unknown. The issue was resolved at the time of this report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date (B)(6)2024, explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.